Event description:
It was reported the patient had his spectra penile prosthesis removed due to unspecified reasons on an unknown date. Only one cylinder on the right was re-implanted on (B)(6) 2018 as the patient was "very scarred." No patient complications were reported in relation to this event.